Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that, "on a strip of needle 1.20mm x 40mm came one 1.30mm x 40mm identified like 1.20mm x 40mm. The product reported is a needle 18x1-1/2 ll eclipse.

Event description:
It was reported that, "on a strip of needle 1.20mm x 40mm came one 1.30mm x 40mm identified like 1.20mm x 40mm. The product reported is a needle 18x1-1/2 ll eclipse.

Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis, quality notification analysis and no deviation was found for this batch. Sample and picture were sent by the customer and was possible performing an investigation and determine the probable root cause for the defect. The manufacturing process are validated with defined acceptance criteria. During the manufacturing process is performed visual inspection each 02 hours at 40 parts at the packaging process. In the same way is proceeded visual inspection each 02 hours at 50 parts at the assembly process. By investigation it was realized that the mixture occurred in the packing machine. From these information¿s it is possible confirm the complaint. Analysis confirmed the occurrence due to packing machine cleaning up failure. The incident identified by this complaint will be monitored to tendency analysis.